Manufacturer narrative:
Catheter model: 8709sc, (B)(4), implanted: (B)(6) 2011, explanted: unk.

Event description:
A confirmed catheter fracture was reported with a revision being performed on (B)(6) 2011. It was later stated that the patient was "not getting the drug"; healthcare provider (hcp) performed a dye study that showed a broken catheter. The spinal section of the catheter had dislodged and was not in the intrathecal space. A new spinal catheter was placed. Following the revision patient outcome was stated as doing well.